Event description:
It was reported that the post implant check showed an elevated threshold on the ventricular lead. Micro lead dislodgement was suspected. The lead was replaced. The patient is enrolled in the protect- pace clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).